Manufacturer narrative:
January 06, 2016 11:14 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged in and it automatically started to activate. A replacement device was used to complete the procedure. There were no patient effects

Manufacturer narrative:
On (B)(6) 2016 08:18 am (gmt-5:00) added by (B)(6) ((B)(4)): a lot history record review was completed for lots 25120177, 25120317 and 251120399, the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged in and it automatically started to activate. A replacement device was used to complete the procedure. There were no patient effects.